Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes were torn, no report of interventions or serious injury

Manufacturer narrative:
Date received by manufacturer is corrected to 11/30/2016.